Manufacturer narrative:
Issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On (B)(6) 2018 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, the rust occurred on the device. There was no injury reported. However, we decided to report it to competent authorities in abundance of caution and based on the potential, as any rust particles falling of the device during procedure or into sterile field might be a source of the contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as the rust occurred. There is no information provided if in the time when the event occurred, the device was or was not being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately, manufacturer did not receive information regarding the cleaning protocol. It is not possible to conduct the technical investigation and to determine the root cause and therefore the factory investigation report cannot be performed. However, the most likely causes in this case are a lack of wiping after the cleaning or a use of aggressive cleaning agents. To avoid risk of corrosion, it is recommended to follow the instruction for use. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.